Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-sep-2025, the user reported receiving a "restart 38" alert and an ¿unable to proceed¿ message during a supply change. The agent guided the user through removing all supplies, performing a successful dry run, and completing a new supply change, after which insulin delivery resumed normally. The user had been using multiple daily injections (mdi) while troubleshooting. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after resuming ilet insulin delivery. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.